Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) percutaneous catheter myocardial ablation procedure to treat an atrial fibrillation a farawave nav catheter was selected for use. During the procedure, fluid leaking occurred around the cable branch part of the handle. The procedure was completed successfully with this device. No patient complications were reported. The device is expected to be returned for laboratory analysis.